Event description:
It was reported that subject device cord was separated which caused the screen to be black during reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure cord was separated was confirmed. However, the reported failure black screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable boot was separated, poor color image was observed, faulty charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cord was separated due to the separation of cable boot. Poor color image was observed due to a faulty charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.